Event description:
It was reported that the cuff did not inflate. There was no disinfection or sterilization, and no infectious disease occurred. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00195-00. The date of that submission was 18-mar-2025. B3: event date unknown. H3: one sample was received. Sample was visually and functionally tested and the customer reported complaint was able to be confirmed. A probable cause of the issue is that the original packaging and cuff were inadvertently damaged during the opening process. This may indicate that the product was handled in a manner that led to the damage of the cuff. A DHR review was unable to be completed as no lot number was provided.